Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to over 400 mg/dl. The patient reported the pods needle had not retracted upon initial activation. As treatment, the patient administered a insulin correction and applied a new pod.